Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the drawer was not detected on the bus. The customer was attempted to recover the failed drawer, but still the problem persisted. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer cubies were not detected on the bus. A field service engineer reseated all of the drawer board components, logged into the hardware test application, and released the cubies. Once the cubies were removed, the row board cable was reseated. Then the station was rebooted, latch and position sensors were tested, pyxibus cable was reseated and the drawer successfully recovered. The system functioned as intended after the field service engineer repaired the device.